Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. The patient also reported that their blood glucose levels reached over 400 mg/dl. When the patient removed the pod on (B)(6) 2026, there was insulin leaking from the infusion site, and the cannula was kinked. The patient was able to continue treatment by applying a pod to their abdomen. The patient also reported the infusion site looked infected, was red, swollen, burning sensation, hot and painful to the touch, and was about the size of a golf ball. The patient visited urgent care on (B)(6) 2026, and as treatment was prescribed antibiotics. The patient then reported that their infusion site was not getting any better, and they returned to the urgent care on (B)(6) 2026, to receive a different antibiotic for treatment. On (B)(6) 2026, the patient went to the emergency room and was diagnosed with a leg abscess. The patient was treated with an incision and drainage of the leg under anesthesia, and the wound was packed. The patient was prescribed two types of oral antibiotics, and the patient was instructed to allow the wound to heal by secondary intention. The patient was discharged from the emergency room on (B)(6) 2026.